Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 were found to be damaged before use. The following was reported by the initial reporter: "it was reported needle missing, plunger cap missing. Verbatim: consumer reported, when she removes needle shield prior to injection, needle is missing stated, a lot of syringes were affected between two boxes but only had one lot available stated, found one syringe missing plunger cap prior to use lot: 0335573 catalog: 328440 date of event: unknown. Samples: yes. Syringes are purchased through mail order. Sending replacement boxes to doctors office for pick up. Cl".

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0335573. D.4. Medical device expiration date: 11/30/2025. H.4. Device manufacture date: 11/30/2020. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0335573. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0335573, medical device expiration date: (B)(6) 2025. Device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 were found to be damaged before use. The following was reported by the initial reporter: "it was reported needle missing, plunger cap missing. Verbatim: consumer reported, when she removes needle shield prior to injection, needle is missing stated, a lot of syringes were affected between two boxes but only had one lot available stated, found one syringe missing plunger cap prior to use lot: 0335573, catalog: 328440. Date of event: unknown. Samples: yes. Syringes are purchased through mail order. Sending replacement boxes to doctors office for pick up. Cl".